Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt. This is one of two products used on the same patient. MFR. Report #1058196-2008-00206 &1058196-2008-00207.

Event description:
During coil embolization of the aneurysm procedure using the enterprise stent, the physician noted "other markers", the stent was detached in the prowler plus microcatheter (mc). Upon retrieval, the proximal end of the delivery wire was noted broken. Another unit was used to complete the procedure. There was no report of patient injury.